Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. A definitive root cause cannot be determined. However, the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from the channel inside mouth guard piece for endoscopy. The event can be detected and prevented in accordance with the following instructions for use: detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. Preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material on the adhesive of the bending section cover. There were no reports of patient involvement.